Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss therapeutic effect and had impedance measurements of <250 ohms, specifically on the electrode combination 0 and 2. The pt was programmed at 2.3 volts on electrodes 0- and 3+. Reprogramming to c+ and 3- produced stimulation in the buttocks area, c+ and 2- had stim more to the front, and c+ and 1- moved the stim even more to the front. Add'l info was requested.